Manufacturer narrative:
Summary analysis: the reported "will not communicate" was verified in analysis as an intermittent condition. The analysis of this device was terminated subsequent to opening the can and testing the coil integrity. The malfunction was lost and could not be restored.

Event description:
The device could not be interrogated using an rx2000 or an rx5000. There were no problems with the programmers. The environment remains the same for all other pacer checks. The pacer could not be inquired 1 week post-implant either. It is unknown if the pacer was inquired at implant, since the rep. Was not present. The "status=no signal" appeared when the gain settings were tested. "Status=noise" appeared when the wand was placed on the programmer's screen. Also, "status=no signal" appeared at various received values.